Event description:
A certified diabetes educator from the hospital (B)(6) reported that on (B)(6) 2014 at 6:52 pm the pt activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: at 8:37 pm the pod was deactivated and discarded. Her ketones were mild; she was feeling ill and was also vomiting. She was then taken to the hospital where she was admitted into the intensive care unit and diagnosed with diabetic ketoacidosis. They placed her on a intravenous drip and she was given fluids. She was still at the hospital at the time of the call. She stated the pt had been on a new medication for a month now and believes that this could be the reason for her elevated bg so her insulin dosages have been increased.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.